Manufacturer narrative:
On 17-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ¿pathway¿ ablation procedure with a thermocool smarttouch sf and the patient experienced a cardiac perforation that required pericardiocentesis. During the procedure, a pericardial effusion cardiac perforation and a were noticed in the patient. The caller reported that after mapping with the thermocool smarttouch sf catheter, and when ablating on the left side, it was noticed that the patient was very "uncomfortable." The patient was "shifting, moaning and tensing." After the physician had stopped ablation, a cardiac perforation was discovered on intracardiac echocardiography (ice) via the soundstar catheter. Then the cardiac perforation and the pericardial effusion were confirmed via transesophageal echocardiogram (tee). The medical intervention provided to the patient was a pericardiocentesis, and about 200cc of fluid was removed. The patient was reported to be in stable condition. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ¿pathway¿ ablation procedure with a thermocool smarttouch sf and the patient experienced a cardiac perforation that required pericardiocentesis. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).